Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the cuff was found leakage during pre-inflation test prior to use on patient, and 2 products occurred leaking consecutively." (Second device report:8040412-2018-00183).

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there a yellowish stain mark on the device. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the blue cuff maintained pressure at 25 mbar; however, the clear cuff delated rapidly. A water leak test was then conducted on the returned complaint device. Air bubbles were observed flowing out from clear cuff but not from the blue cuff. The area of leakage was then observed under magnification and a cut mark was observed on the cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. A device history record review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. It was reported that the issue was detected during pre-testing; however, a yellowish stain was observed on the device and it is suspected this tube has been used by the end user. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Event description:
Customer complaint alleges "the cuff was found leakage during pre-inflation test prior to use on patient, and 2 products occurred le aking consecutively." (Second device report:8040412-2018-00183).